Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of stratafix spiral pds plus devices. Postprocedural bleeding, defined as the presence of an ICD-10-cm diagnosis code for postprocedural hemorrhage or postprocedural hematoma (see appendix 1) as a primary or secondary diagnosis during the index episode of care where a study device was used. 49 wound disruption, defined as the presence of an ICD-10-cm diagnosis code (primary or secondary) for wound disruption (see appendix 2) during the index procedure or within 3 months following discharge from the index episode of care. 218 surgical site infection, defined as the presence of an ICD-10-cm diagnosis code (primary or secondary) for surgical site infection (see appendix 3) during the index procedure or within 3 months following discharge from the index episode of care. 259.